Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2015 with the following findings: a review of the last basal delivery was on 02/24/2015 at 4:01pm. There was no activity related to the pump overheating observed in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The returned battery cap and test cartridge cap were used complete investigation. During evaluation, the ¿ez-prime¿ steps were successfully performed on the pump. All current draws were found to be within specification. The pump reflected 24 units after a 1 unit/hour 24 hour duration test. There was no overheating or any errors, alarms or warnings that occurred during the investigation. The pump¿s cover was removed; there were no intermittent conditions found to the pcb or to the cgm module. The product performed within specification and the reported ¿temperature¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and reported a temperature issue with the pump. It was noted that the patient discontinued pump therapy. The patient reportedly experienced a blood glucose (bg) value of 17mmol/l with nausea and felt lethargic. There was no indication of pump damage. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged temperature issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.